Event description:
Patient was revised because it was discovered that a 40mm +5 femoral head was implanted with a 36x54 +4 10d liner. The revision was done to change the 40mm head to a 36mm head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No product or packaging materials have been returned. Examination of the exterior and interior package labels for code 1365-06-000 finds the sizing information is clear as it being 40mm +5 offset. The root cause is attributed to inadvertent use error. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.